Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the ac line cord. Fse then performed complete preventive maintenance and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following part associated with this complaint: ac line cord reel. This part was received with a reported unit failure message of ac line cord plug burnt. Performed visual inspection of this part received and found out burnt ac line cord plug. Please see attached picture of burnt ac line cord plug. The failure analysis and testing department verified the failure messaged of ac line cord plug burnt. Retaining ac line cord reel in the fat dept. Per procedure 0002-07-d008 aq. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) hot pin broke off in the outlet which caused arcing and the outlet caught on fire. No patient injury/harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.